Event description:
It was reported that the pt underwent a kyphoplasty procedure. During the procedure, only four express bone filler devices were used due to the bone cement hardening too fast. It was noted that the physician performed the procedure according to the IFU. Reportedly, the status of the pt is good. No additional info was reported.

Manufacturer narrative:
Method: device not returned, followed up with company rep.